Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da code upon interrogation indicative of data analysis issues. Boston scientific technical services (ts) recommended normal follow ups. No adverse patient effects were reported. Device remains in service.